Event description:
Patient reported they believe the aligners misaligned their teeth on their upper left side. The are pushed more in than the other side and do not align well with the bottom teeth. Their smile is now uneven and looks like they have a crossbite from the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.